Event description:
It was reported that "the device did not lock onto the cup inserter. A replacement was promptly provided."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.